Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that a patient was overdosed from leftover medications in an IV line which should have been used for IV push however when the clinician changed the medication bag and started an infusion it bloused the patient with the left over medication in the line. This was reported to bd representatives during site visit. There was patient involvement, however outcome is unknown.